Manufacturer narrative:
Investigation summary: investigation into this event determined that the event occurred during system qualification for the release of amon results. Qc and calibration results were acceptable. It was determined that the customer was using a sample collection tube not recommended for use with amon assays, which is stated in the instructions for use for the tube. The root cause of the event is user error in not following manufacturer's recommendations for use of the sample collection tube. The vitros amon assay and the vitros 250 analyzer were operating within claims and labeling.

Event description:
A customer observed positively biased amon results on the vitros 250 analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.